Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 erroneous thyroglobulin results, below the normal reference range, were generated on an access 2 immunoassay system for four patients. The initial, erroneous thyroglobulin results were reported outside the laboratory however there have been no reports of deaths, serious injuries or modifications to patient treatments associated or attributed to this event. The customer elected to perform repeat thyroglobulin testing when they noted a significant result difference for patient one's thyroglobulin initial result in comparison to a same-patient thyroglobulin result generated a month prior. Upon repeat on the same instrument, the thyroglobulin results for three of the four patients were higher and within or above the normal reference range. The fourth patient sample showed imprecision below the normal reference range. No other results were questioned by the customer beyond these four patients. Instrument thyroglobulin quality control results recovered within the customer's established ranges during the timeframe of this event. System check results generated prior to the event met established specifications.